Event description:
The rptr indicated that the pt experienced pain likely caused by in-stent restenosis in the sfa region of their right leg. There were three stents previously implanted in the sfa region of the right leg; a 6x120 supera in the popliteal across the adductor canal; a 7x40 supera overlapping the first in the distal popliteal-sfa junction; and a 7x120 smart stent in the proximal sfa. Intervention for the in-stent restenosis was arthrectomy to the sfa, popliteal and external iliac, as well as angioplasty to the entire area. Post procedure noted brisk flow within excellent angiographic results and three vessel runoff.

Manufacturer narrative:
Note: this is the same event reported in report #3005325609-2010-00011. This pt is currently enrolled in the (B)(4) clinical trial; however, the right leg referred to in this report is not the "study" leg.